Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00096 and 3005099803-2012-00097 address these devices.it was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were to be used for an esophageal variceal banding procedure performed on (B)(6), 2012. According to the complainant, while preparing the device (mr# 3005099803-2012-00096), after removing the protective plastic from the ligator head, the first band was found to have rolled out of place. The device was discarded and a second speedband device (mr# 3005099803-2012-00097) was opened. However, the bands on this ligator head appeared to be spaced apart and not aligned with each other. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.